Event description:
During implant procedure, the left ventricle lead (lv) was unable to be implanted. The physician suspected this was due to the patient anatomy, although it was not confirmed. No malfunction was alleged. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.